Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side pain, "swollen lymph nodes", "painful lumps", and "fluid". Patient also reported ¿chronic fatigue¿, ¿not sleeping well¿,¿ has poor concentration¿, ¿menopause symptoms¿, ¿memory isn't great, but it used to be¿; these events are not device related. Device remains implanted.

Manufacturer narrative:
The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient then reported "capsular contracture," baker grade unknown and "distortion to breasts from existing implants." Patient additionally reported "joint pain, raynaud's, brain fog, respiratory issues upon exertion, raised crp levels, chronic ibs, hair loss, skin changes, and ache dullness;" these events are not related to the device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If an new, changed or corrected information is noted a supplemental medwatch will be submitted. The events of pain and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation due to "fluid, pain, swollen lymph nodes." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side pain, "swollen lymph nodes", "painful lumps", and "fluid". Patient also reported ¿chronic fatigue¿, ¿not sleeping well¿,¿ has poor concentration¿, ¿menopause symptoms¿, ¿memory isn't great, but it used to be¿; these events are not device related. Device remains implanted.